Manufacturer narrative:
Age at time of event: late (B)(6). (B)(4). The returned product consisted of a sterling balloon catheter inside of an unidentified guide sheath. The outer shaft, and inner shaft were microscopically examined. The balloon catheter is inside of the guide sheath with the balloon partially inflated. 5cm of the shaft is stretched starting at the hub under the strain relief. There are numerous shaft kinks and tip damage. The balloon was attempted to deflate and remove from the guide sheath, but was unsuccessful due to the severe stretching and numerous shaft kinks all along the shaft. The severe stretching and kinks are indicative of a slow or failed deflation. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in the superficial femoral artery (sfa). A 5.0mmx100mmx135cm (4f) sterling¿ balloon catheter was advanced for pre-dilation. A non-bsc contrast with 3 to 1 ratio was used and the balloon was inflated with a non-bsc inflation device at 8 atmospheres for 1 minute. However, during deflation, it was noted that the balloon would not fully deflate. The device was removed with the balloon half deflated by pulling out with the sheath. The procedure was completed. There were no patient complications reported and the patient's status was fine.